Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise which led to pacing inhibition. The noise was able to be reproduced in clinic. The device was reprogrammed. No patient symptoms were reported.

Event description:
New information noted that the patient presented in clinic for follow-up on 9/16/2016; it was noted that the patient was still having ventricular noise reversion events. This was intermittent and did not cause pacing inhibition. All other measurements were stable. The patient would continue to be monitored.